Event description:
Reporter indicated that vns pt experienced voice alteration and shortness of breath approx one month post-implant. Approx three weeks later, the pt was doing fine and that their symptoms were getting better. Treating neurologist indicated that the pt's voice problems were unrelated to the vns. Further follow-up with the pt five months later revealed that the pt was expeirencing severe shortness of breath. The pt had reportedly been seen by neurologist for shortness of breath and was referred to ent for evaluation. Ent reportedly indicated that there may be some vocal cord damage. It was reported that the pt discontinued stimulation due to the shortness of breath.